Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73j1600413 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/20/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the tube oversleeve is bent inwards at the distal end. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional testing was performed by r & d. R & d testing revealed that the internal ratchet ears are broken as there was no audible ratchet sound heard upon engagement of the trigger. The first clip was unable to properly load into the jaws of the device or close. The remaining clips were fired and the same issues were found as none of the clips were able to properly load or close. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were found. The sample was received with 5 clips remaining in the channel other remarks: indicating that 10 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips misfiring" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. It was also found that the tube oversleeve was bent inward at the distal end. Upon functional inspection, it was found that all remaining clips were unable to properly load or close. The device was disassembled and no further damages were found. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The clips are not firing and they are falling out of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600413 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips are not firing and they are falling out of the applier. The patient's condition was reported as fine.